Event description:
Drive devilbiss healthcare was notified of an incident involving a bath bench by a distributor, who reported that "the legs are not sturdy, and the patient fell off the bench twice, last time had to go to the hospital." The device was not returned for evaluation, and the patient did not respond to attempts at contact to gather more information.